Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported they implanted a xen®45 gts in the patient's left eye and on a later date, "1mm of erosion through the conjunctivae occurred and there is percolating fluid through it."